Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the previously working remote monitor would no longer power up. The connection was checked, another electrical outlet was tried and the power cord was unplugged and replugged in, but the situation did not resolve. A new power cord was sent to the patient. No patient complications have been reported as a result of this event. It was further reported that the new power cord did not resolve the issue and the patient was returning the monitor.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found corrosion and contamination on the printed circuit board assembly. Due to this condition the monitor was unable to power up.